Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "a patient got the initial surgery on both knees (B)(6) 2008, and the patient heard sudden "ttuk" on knee around (B)(6) 2010 and then he felt his legs was not strong like before and felt pain. Surgeon doubted the insert post fracture on both knees to see hyperextension and severe m/l laxity. The surgeon conducted revision surgery on right knee on (B)(6)."